Event description:
A site reported a light anesthesia case. The users switched to an alternate agent to finish the case. A ge healthcare service representative performed a checkout of the vaporizer and found it to fail the leak test. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.